Event description:
Customer reported having a blank display. Customer states that he jumped into the pool with the insulin pump on. Customer mentioned that there is a crack on the screen. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the electronic and motor assemblies. No blank display noted, all operating currents were normal and the insulin pump functioned properly. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.